Event description:
It was reported that there was an intraoperative delay of over 30 minutes during a biotenodesis procedure. The implant broke at the distal end; it became stuck on the driver while it was being inserted. Follow-up information was obtained from the reporter that all broken pieces were removed from the patient. The case was completed using a new implant. The patient quality of bone was reported as an average. No further patient information was provided at the time of this report or made available in follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/ is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Potential causes include flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded. Device history record review revealed nothing relevant to this event. If the device is returned and/or additional patient information is obtained, a follow up report will be submitted. This is the first complaint of this type for this part/lot combination.